Manufacturer narrative:
The lot number was not provided, therefore a lot history review was not performed. The sample was not returned for evaluation and the investigation is inconclusive for balloon rupture and leak. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7594 pta balloon dilation catheter allegedly experienced balloon rupture and leak. This information was received from one source. This malfunction involved one patient with no consequences. The patient is a (B)(6) year old male weighs (B)(6) kgs.